Manufacturer narrative:
The of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported alcl lymphoma of an unknown side. Device information provided as "mcghan textured saline breast implant." As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. The device has been explanted.

Manufacturer narrative:
The events of seroma and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: seroma: potential adverse events that may occur with saline-filled breast implant surgery include: implant deflation, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Additional information provided by reporting healthcare professional notes patient presented with massively swollen left breast. Healthcare professional thought the left breast was filled with a seroma. On (B)(6) 2017, during explant surgery the seroma was discovered as "severe, estimated volume 2000 ml cloudy yellow fluid with thick cottage cheese looking particulate." The patient had "complete removal of implant, seroma and total capsulectomy." Specimen was collected and alcl was diagnosed from the site of the "fluid collection around left breast implant, inside the capsule." Pathological markers confirming alcl lymphoma have been confirmed.